Event description:
Patient said at his last device replacement in 2018 he developed an "infection" after the procedure. He said that the doctor who did the implant was in "training" and he okay'd the doctor to do the procedure. He said after the infection was treated and the device was placed on his right side; he still has a lump between his device and chest. Patient also stating that he was always set at "30" and that was "the factory setting", he said the doctor changed it to "40" before he went in for a cataract surgery. He said after that his doctor will not reprogram it back to 30 and he is concerned there is going to be a decrease in his battery longevity. His concern stems from his doctor telling him that he has a "1-3% chance of dying" from the replacement procedure. He said he wants the battery to last as long as possible but the doctor said the setting won't make a difference in his battery. Discussed general device longevity and factors such as rate, pacing percentage, output, resistance, etc. Not a single factor of just one setting. Discussed general longevity estimates for these model based on manual tables and the nominal setting on device was "40". Encouraged patient throughout the conversation to direct his specific questions on his device settings and needs from a medical standpoint to his ep or heart doctor. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).